Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes, section d9: returned to manufacturer on: february 10, 2026, section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the cartridge tip was slightly deformed and had a stress mark that was within specification for used product. The plunger rod tip was observed to be bent. The lens module and handpiece were inspected and no issues were identified. The lens was visually inspected and no issues were identified. No further evaluation was performed. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section b5: additional information indicated that the surgeon was unable to insert the cartridge tip into the eye due to extra plastic on the cartridge tip. A replacement lens of the same model and diopter was used. The cartridge tip came into contact with the patient¿s left eye (os). The following fields were updated accordingly: section a2: age: 75 years old. Section a2: date of birth: (B)(6) 1952. Section a3a: sex: female. Section a3b: gender: cisgender woman/girl. Section a4: weight: 200 lbs. The following device code was added: section h6: device code: 1135- cracked. Corrected data: the following fields were updated based on the additional information received: section b3: date of event: (B)(6) 2025. Section h6: device code: 1135- cracked. The following code is no longer applicable to this event: section h6: device code: 1069- break. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported by the customer that a preloaded monofocal intraocular lens (iol), model dib00, was defective, and the surgeon was unable to get the shooter into the eye. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: unknown, not provided, but the best estimate date is on or before november 21, 2025. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section e1: (first name): unknown/not provided. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.